Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and insulin flow blocked alarm. Blood glucose level was reported as 400 mg/dl. Customer agreed to troubleshoot for high blood glucose level. The customer experienced no symptoms as a result of high blood glucose level. It was reported that the insulin pump was used by the customer within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature of insulin pump was not activated at the time of high blood glucose event. The alarm was resolved by complete set change. The insulin pump will not be returned for analysis.